Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has not provide allergan permission to contact for further additional information. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the lips with one syringe of juvéderm voluma® xc and one syringe of juvéderm vollure¿ xc. That day, the patient began to experience ¿vascular occlusion¿ in the lips and around the mouth. The next day, the patient noticed ¿mottled skin¿ that looked ¿like bruising¿ around the nose and above the lips. The patient was treated with ¿dissolver¿ the day of injection and the next day. The event resolved 3 days later. Healthcare professional confirmed the event and also stated they "followed standard protocol for occlusion treatment and the patient fully resolved and had no further complications." This is the same event and the same patient reported under MDR ID# 3005113652-2023-00278 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm vollure¿ xc.